Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 27 devices were evaluated in the field and the issue was confirmed; 20 units had worn components, 5 units had broken/damaged components, 1 unit had a dirty component and 1 unit had a loose component. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 28 malfunction events, where it was reported the brakes were not holding. There was no patient involvement.